Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 584 mg/dl. The customer experienced symptoms such as nausea. Customer stated that the insulin pump had motor error alarm and no delivery alarm. Customer stated the insulin did exit. Customer was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshoot for high blood glucose. The device will be returned for analysis.